Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a passport dilatation balloon was used in the ureter during a ureteroscopic lithotripsy (ursl) procedure performed on (B)(6) 2019. According to the complainant, during the procedure, the balloon burst. The procedure was completed with another passport dilatation balloon. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: problem code 1074 captures the reportable event of balloon burst. Block h10: investigation result a visual examination of the returned complaint device found that the balloon was not folded which indicates that the balloon was subjected to positive pressure. It was also noted that the balloon was partially torn circumferentially located approximately half way radially across the balloon material. This failure is likely due to factors or conditions related to procedure during the use of the device that could have affected its performance and its intended purpose. Therefore, the most probable root cause is adverse event related to procedure. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications. A labeling review was performed and from the information available this device was used per the directions.

Event description:
It was reported to boston scientific corporation that a passport dilatation balloon was used in the ureter during a ureteroscopic lithotripsy (ursl) procedure performed on (B)(6) 2019. According to the complainant, during the procedure, the balloon burst. The procedure was completed with another passport dilatation balloon. There were no patient complications reported as a result of this event.